Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent a psf at th9-s2 (at l5-s via plif). Cages were cautiously inserted at l5/s. On imaging, the cages were inserted in the same depth. The posterior edge of the cage was reportedly checked by a staptel and no problem was seen at that time. Then, the surgery was completed with 15 minutes extension. However, a postoperative x-ray revealed that the half of the cage protruded anteriorly from intervertebral disc. The surgeon commented that the cage might have protruded at the time applying correction with a cantilever. Per the surgeon, "he usually used a cantilever for both screws at s1, so it would cause the caudal edge of sacrum lifted posteriorly and l5/s intervertebral disc moved laterally to abdomen." The surgeon considered that this movement would have "pushed the cage anteriorly in this case." Patient complications were unknown.